Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h4, h6, h11. The reported event could not be confirmed as medical records were not provided. The device history records were not reviewed as the event was determined to be unrelated to the implanted device. Sterile certifications were reviewed and found to be conforming with no applicable deviations. The device was verified to have gone through acceptable sterilization processes following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors that may include hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issue affecting implant safety or effectiveness, the implanted products are not identified as the source or contributing to the reported infection. The root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the articular surface to address pain, swelling and suspected infection approximately three (3) weeks post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona stemmed tibial tray size g right catalog #: 42532007902 lot #: 66058869, persona cemented standard femoral component size 12 right catalog #: 42500607402 lot #: 66541742, persona all poly patella 35mm catalog #: 42540200035 lot #: 66757441, persona straight stem 13mm x +30mm catalog #: 42557000114 lot #: 66919852. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the hospital retained for cultures taken. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.